Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: insulation failure. Confirmed failure: scratches on insulation. Probable root cause: poor autoclave reliability; incorrect sterilization/reprocessing procedure; handling procedures; contact forces; product used beyond defined useful life. The reported failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.(B)(4).

Event description:
It was reported that the insulation had been compromised.